Event description:
A customer reported a minimum fill notification related to their insulin pump. The notification did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a safe range. The customer attempted to load a new cartridge and was instructed to remove the pump from its case and clean the pneumatic tap area. Initially, reloading the same cartridge did not resolve the issue, and a guide was provided for further assistance. However, the customer was able to successfully load a second cartridge onto the pump and resume insulin delivery, resolving the issue prior to further technical support intervention.